Event description:
The customer stated that she was in a car accident due to low blood glucose. The customer stated that prior to the accident she ate a snack and took insulin, and that her blood glucose dropped form 185 to 46 mg/dl in a two hour span. The customer stated that she became disoriented while driving, and when she woke up she was in the hospital. The customer also stated that four days after the accident, she had another episode of low blood glucose. The customer stated that she was disoriented and her daughter had to give her sugar tablets. Troubleshooting was performed and the insulin pump passed the prime, high pressure and displacement tests. All of the programming on the insulin pump was found to be correct. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.